Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac recommended that the customer unplug the zerowire g2 transmitter and receiver from the ac mains for two minutes, then power them back on and complete the linking procedure according to the user manual available on endowise. The signal issue was then resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system did not display an image video signal. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1. The device was not returned to olympus for inspection and the reported failure was confirmed by technical assistance center (tac). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of not receiving an image video signal could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.